Event description:
Pt was implanted with an activa system in october 1998 for tremor related to parkinson's disease. The pt developed a wound infection which was reported on 5/28/1999. The MFR's rep reported that the pt's skull wound never healed. The health care professional plans to explant the burr hole cap as well as the lead and extension after turning off the ipg. Another burr hole cap, lead, and extension will be implanted.